Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 09-jan-2017, a field service engineer (fse) conducted a onsite visit where they found a damaged wash probe #1. They replaced the wash probe. Then, they checked the detector and the cup bottom for the hybrid and main arms and cleaned the areas. Lastly, they performed calibration of total triiodothyronine (tt3) and ran precision and controls. The instrument was verified as operational. There were no further actions required by field service. The most probable cause of the reported event was due to a damaged wash probe.

Event description:
On (B)(6) 2017, a customer reported getting erratic quality control (qc) results for follicle-stimulating hormone (fsh) and estradiol with their aia-2000 analyzer. The customer also reported that they found the b/f wash probe damaged. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and beta hcg pregnancy hormone results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.